Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed and noted a crack at the side of the welded cassette. An underwater pressure test was also performed and noted a leak at the crack location. The reported condition was verified. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred while priming for peritoneal dialysis therapy. A new set was obtained in order to continue with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.